Event description:
Additional information reported that the day after the refill the patient could not get out of bed because he was ¿all cramped up.¿ after the drug was replaced in the reservoir it was thought that the pump was ¿not working very well¿ and was ¿not putting out any medication.¿ the patient experienced pain.

Event description:
It was reported that the patient was experiencing withdrawal. The patient stated that on (B)(6) 2012 at approximately 5 pm the pump was filled with morphine. By 11 pm the patient was "sick with metallic taste and smell", low grade fever, chills, and muscle spasms. By morning the patient could not get out of bed. The patient was admitted to the hospital for withdrawal and feelings of "being poisoned." The morphine was taken out the pump and sent to be analyzed, and replaced with saline. On the same day of the report it was noted that the saline was replaced with infumorph (morphine). The reporter felt that they had gotten a "bad batch" of infumorph the week prior. In a later report, conflicting information was given as to whether the refill of "bad" morphine took place on (B)(6). It was reported that due to the withdrawal symptoms the patient had gone to the emergency room (ER) and received some morphine tablets. It was reported that the patient had gone to the clinic on (B)(6) 2012 and "passed out" in the hallway while waiting. The patient stated that they did not flush the pump before filling with saline. The patient noted that he was still awaiting results from the analysis of the previous infumorph. It was reported that the patient had been taking an oral dose of morphine in the morning and one in the evening otherwise he would begin to experience symptoms of withdrawal. The patient stated he was "just not getting pain management" since the refill on (B)(6) and that bolus doses were not helping either. The patient was concerned that there may have been a kink in the catheter; however, the doctor's office stated that they needed the lab analysis of the medication before they would proceed with any other testing. The patient noted that the pump was actually implanted in his back so he had to be careful how he would sit. The patient was concerned that he would not get the service that he believed he needed before relocating back to (B)(6) in (B)(6) and that he didn't know if he could wait that long. Additional information has been requester but was not available at the time of this report.

Event description:
Further information received reported that the event reported was still ongoing, however being managed by a new healthcare provider. It was still believed that there was a kink in the catheter as previously reported, however no confirming diagnostic procedures were reportedly performed. The patient had an appointment scheduled with their new healthcare provider for some time in august, prior to the september pump fill.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter.

Manufacturer narrative:
Corrected information: conclusion code no longer applicable.

Event description:
Additional information received reported the patient had a metal test in his mouth and he smelled metal. The patient could not drink water, the patient could not move and was weak. The patient went through withdrawal. The patient stated he felt like he was dying and was in the fetal position on the ground. The patient collapsed in the lobby waiting for an appointment and that's when the medication was pulled out and tested. Per the patient the medication was tested and it was normal. The patient had gone to the ER (emergency room) twice. The patient also mentioned having sweats. The patient was dehydrated and his electrolytes were all off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was noted in 2011 after a refill, they went to the emergency room twice. The patient noted the doctor never called them back. The patient noted taking an emergency flight to tn and the doctor noted a temporary delivery problem. The patient called the manufacturer in 2011 to see if there had been any recalls as they were "dying." The patient noted they were told only the doctor could consult that. If additional information is received, a follow-up report will be sent.

Event description:
Additional information: as of the date of this report patient continued to have concerns regarding device/therapy and was working with the hcp.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) the pump was making a beeping sound of three beeps. The patient was told it should only sound one beep. The pump was not ¿supposed to be out¿. It was believed the pump had a delivery problem.